Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer. As there was no product returned or lot information provided, no detailed investigation can be performed.

Event description:
A report was received that a female consumer experienced a corneal ulcer after sleeping in contact lenses purchased through an unauthorized distributor. No additional information was provided.